Manufacturer narrative:
Device was returned deployed but the hard needle did not fully retract. Linkage assembly can be seen to be separated further apart through the top housing. Upon opening the device, the linkage assembly moved back into the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage assembly and the top housing. Blood was observed on the adhesive pad of the returned device. The needle was observed to be sharp, however, the formed needle did not fully retract and it could not be conclusively determined if this contributed to the reported bleeding and bruising.

Event description:
It was reported that the patient's blood glucose levels reached 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.